Event description:
Upon follow up, a peritoneal dialysis nurse (pdrn) reported that the patient was admitted to the hospital on (B)(6) 2014 for peritonitis due to touch contamination. The patient was discharged from the hospital on (B)(6) 2014. A pd patient was admitted to the hospital on (B)(6)2014, after being seen in the (B)(6) clinic, with complaints of abdominal pain, cloudy pd fluid and constipation. She denied nausea, vomiting, diarrhea, chest pain or dysuria but did have chills and was afebrile. Her abdomen was soft and non-tender with normal bowel sounds. The patient was diagnosed with acute mrsa peritonitis, probably associated with constipation. She was treated with intra-peritoneal vancomycin and tobramycin to dwell overnight and her pd treatments were to be restarted the following day. On (B)(6) 2014, the patient was discharged from the hospital. She was to continue to receive intra-peritoneal vancomycin and continue with her prescribed pd treatments.

Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on the medical records information, it appears that on (B)(6) 2014, the pd patient was admitted to the hospital after being seen in the (B)(6) clinic, she was treated with intra-peritoneal vancomycin and tobramycin to dwell overnight and her pd treatments were to be restarted the following day. On (B)(6) 2014, the patient was discharged from the hospital. She was to continue to receive intra-peritoneal vancomycin and continue with her prescribed pd treatments. Peritonitis is a known complication of peritoneal dialysis, usually the result of a break in aseptic technique. There is no report of device malfunction or the device being out of specifications. The patient was hospitalized on (B)(6) 2014, for possible cerebral vascular accident versus medication adverse effect versus effect of insomnia. (B)(6) infection is very common in the hospital environment. It is unlikely that there is a casual relationship between the liberty cycler and the patient's event of (B)(6). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.